Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ("surgery scheduled for essure removal") in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient scheduled medical device removal (seriousness criteria medically significant and intervention required). The patient will be treated with surgery (da vinci surgery). At the time of the report, the medical device removal outcome was unknown. The reporter provided no causality assessment for medical device removal with essure. Concerning the injuries reported in this case, the following one was reported via social media: medical device removal. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ("surgery scheduled for essure removal") in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (da vinci surgery). At the time of the report, the medical device removal outcome was unknown. The reporter provided no causality assessment for medical device removal with essure. Concerning the injuries reported in this case, the following one was reported via social media: medical device removal. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 21-jun-2018: quality-safety evaluation of ptc incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('surgery scheduled for essure removal') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), experienced rash ("rash under my arms"), fatigue ("fatigue"), oligomenorrhoea ("mestrual cycles last forever"), abdominal pain lower ("cramping"), pelvic pain ("pelvic pain"), thrombosis ("clotting") and incision site pain ("belly button incision hurts") and was found to have weight increased ("weight gain"). The patient was treated with surgery (da vinci surgery). Essure was removed. At the time of the report, the medical device removal, rash, abdominal pain lower and incision site pain outcome was unknown. The reporter provided no causality assessment for medical device removal with essure. The reporter considered abdominal pain lower, fatigue, incision site pain, oligomenorrhoea, pelvic pain, rash, thrombosis and weight increased to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-apr-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('surgery scheduled for essure removal') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), experienced rash ("rash under my arms"), fatigue ("fatigue"), oligomenorrhoea ("mestrual cycles last forever"), abdominal pain lower ("cramping"), pelvic pain ("pelvic pain"), thrombosis ("clotting") and incision site pain ("belly button incision hurts") and was found to have weight increased ("weight gain"). The patient was treated with surgery (da vinci surgery). Essure was removed. At the time of the report, the medical device removal, rash, abdominal pain lower and incision site pain outcome was unknown. The reporter provided no causality assessment for medical device removal with essure. The reporter considered abdominal pain lower, fatigue, incision site pain, oligomenorrhoea, pelvic pain, rash, thrombosis and weight increased to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Amendment: the report was amended for the following reason: the coding of event "cramping" was updated from ¿muscle spasms¿ to ¿cramp in lower abdomen¿, and for the event ¿clotting¿ it was updated from ¿coagulopathy¿ to ¿thrombosis nos¿. Furthermore, the as reported term for the events menstrual cycle prolonged and pain were updated. No new follow-up information was received from the reporter. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('surgery scheduled for essure removal') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced rash ("rash under my arms"). The patient was treated with surgery (da vinci surgery). Essure was removed. At the time of the report, the medical device removal and rash outcome was unknown. The reporter provided no causality assessment for medical device removal with essure. The reporter considered rash to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: social media received. New event added: rash under my arms. Reporter was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('surgery scheduled for essure removal') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), experienced rash ("rash under my arms"), fatigue ("fatigue"), oligomenorrhoea ("menstrual last forever"), muscle spasms ("cramping"), pain ("pain"), coagulopathy ("clotting") and abdominal pain ("belly button incision hurts") and was found to have weight increased ("weight gain"). The patient was treated with surgery (da vinci surgery). Essure was removed. At the time of the report, the medical device removal, rash and abdominal pain outcome was unknown. The reporter provided no causality assessment for medical device removal with essure. The reporter considered abdominal pain, coagulopathy, fatigue, muscle spasms, oligomenorrhoea, pain, rash and weight increased to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: pfs received :information receive via social media new events was added fatigue, oligomenorrhoea, muscle spasm, pain, coagulopathy reporter was added on (B)(6)2020: social media received: new events were added: belly button incision hurts and reporter information were updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.